Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter struts were detached, perforated and one strut retained in the heart and another in the right pulmonary artery. The device was removed percutaneously. The patient reportedly experienced chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. The investigation is inconclusive for the alleged perforation of the ivc and filter limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Post deployment, a chest posteroanterior and lateral x-ray was revealed that an inferior vena cava filter was noted. One of the inferior vena cava filter legs had broken off and was currently lodged in a right upper lobe pulmonary artery branch. Around four years and one month later, the patient reported to the medical center with chest pain, abdominal pain and pelvic pain. On the same day, a computed tomography angiography (cta) chest was revealed that there were 2 separate foreign bodies noted. One of these was within the truncus anterior branch of the right upper lobe pulmonary artery and the other was seen along the inferior portion of the right atrium. There were no other definite embolized foreign bodies observed. Also, a computed tomography (CT) abdomen and pelvis was revealed that an inferior vena cava filter was seen. Part of the limbs of the inferior vena cava filter did appeared to project beyond the confines of the inferior vena cava itself. Eventually, after six months and twenty-nine days, an attempt was made to retrieve the filter. Through the ultrasound-guidance, bronchoscopy forceps were introduced and used to remove the inferior vena cava filter. After removal of the filter, an inferior venacavogram revealed 2 filter legs remained with small clot present in the adjacent area. Unfortunately, the bronchoscopy forceps became contaminated. Once the new bronchoscopy forceps were secured, they were re-introduced, and the 2 remaining filter legs were individually removed. Final inferior venacavogram was revealed expected inferior vena cava irregularity without gross extravasation and clot formation. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for the perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter struts were detached, perforated and one strut retained in the heart and another in the right pulmonary artery. The device was removed percutaneously. The patient reportedly experienced chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for the alleged perforation of the ivc and filter limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter struts were detached, perforated and one strut retained in the heart and another in the right pulmonary artery. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced chest pain; however, the current status of the patient is unknown.